Manufacturer narrative:
Age, weight, ethnicity: information unknown/not provided. Date of event: unknown, information not provided. Model number: the complete model number is unknown, as the serial number was not provided. Catalog number: the complete catalog number is unknown, as the serial number was not provided. Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: UDI number is unknown, as the serial number was not provided. Implant date: unknown, information not provided. If explanted, give date: not applicable as the device remains implanted phone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. As the serial number of the device is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when an intraocular lens (iol) was used in an operation, the doctor had a surgical technique problem and the lens was implanted outside of the capsule of the crystalline lens causing damage of the iris. However, the doctor was able to insert the lens in the capsular bag as it is normally done. After the surgery, the patient gradually improved his/her visual acuity and has been recovering. The reporting surgeon indicated that the event was caused by wrong surgical techniques and that the iol was unrelated to this issue. The doctor also mentioned that the sharply angled edge of the iol may be associated with the damage of the iris. There was no medical or surgical intervention required and no other issues have been reported since the surgery. The lens remains implanted to date. No further information was provided.